Manufacturer narrative:
(B)(4).

Event description:
Patient's wife contacted dexcom on (B)(6) 2015 to report a loss of connection between the transmitter and smart phone that occurred on (B)(6) 2015. Patient's wife stated that the receiver was downstairs and may have been substantially further than 20 feet from the transmitter. At the time of contact, no injury or medical intervention was reported.